Manufacturer narrative:
The investigation for the reported positioning issue has been completed. No product was returned. As per clinical pump was possibly caught under chordae during implant, and when tried to reposition the pump impella jumped into aorta and doctor unable to readvance. Later pump was able to reimplant successfully after flushing the pump. The cause of the positioning issue was use related due to improper technique per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having st (sinus tachycardia) elevated myocardial infarction. After the pump was implanted, the doctor reported that there were challenges with implanting the impella. The pump was caught under the chordae, and when they attempted to reposition, the impella would jump into the aorta and the doctor was unable to readvance. The impella was eventually removed, flushed, and then replanted. The doctor felt the pump was too deep in the ventricle, however the doctor left the pump in that position due to fear of the pump jumping out of the ventricle. Impella support continued.